Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the device's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient passed away from complications following a fall. Multiple attempts were made to obtain a medical assessment from the physician regarding the cause of death, but none was available. There were no reports of device-related issues from the patient prior to the passing.